Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately 3 minutes and 9 seconds from 05:28am on (B)(6) 2021, which is sufficient time to replace the reagent. At 05:31am on (B)(6) 2021, a user affirmed in the instrument graphical user interface (gui) that the ethanol concentration in bottle 3 was to be set to the default value of 100%. The properties of the reagent in bottle 3 prior to these user actions were recorded in the instrument logs as: ethanol concentration=50.2%, cycles=116, cassettes=5456, days=49. The information provided by the complainant details that a use error occurred on (B)(6) 2021 during replacement of the reagent in bottle 3 (ethanol), in which a user incorrectly replaced the reagent this bottle with 70% ethanol rather than 100% ethanol, and affirmed in the gui that the reagent concentration was to be set to the default value of 100%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. The reagent with the highest concentration is always used for the final processing step of a reagent group or type, before changing to another reagent group or type. Consequently, the reagent in bottle 3 (ethanol) with an ethanol concentration of 70% due to the use error which occurred between 05:28am and 05:31am on (B)(6) 2021 when replacing this reagent, was used for the final dehydration step of both the "factory 2hr xylene" protocol started in retort a at 05:34am on (B)(6) 2021 and the "factory 2hr xylene" protocol started in retort b at 08:03am on 11 may 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of both the "factory 2hr xylene" protocol started in retort a at 05:34am on (B)(6) 2021 and the "factory 2hr xylene" protocol started in retort b at 08:03am on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Based on the information provided by the complainant that a user had replaced the contents of bottle 3 with 70% ethanol and reset the reagent concentration to the default value of 100%, it was determined that the root cause of the reported sub-optimal processing of patient tissue samples was a use error, which occurred between 05:28am and 05:31am on (B)(6) 2021 when replacing the reagent in bottle 3 (ethanol). The available information indicates that manual replacement of the reagent in bottle 3 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris rapid tissue processor serial number (B)(4) and the following information was documented: "customer reported an incorrect bottle change from (B)(6) 2021 that resulted in underprocessed tissue. Tissue was reprocessed and all cases were diagnoseable (with difficulty)." On (B)(6) 2021, the assigned leica applications specialist: core histology (fss) visited the laboratory to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following information: "customer reported they had an event on (B)(6) 2021 that resulted in poor processing and underprocessed tissue. They reported that they identified a bottle had been changed incorrectly (bottle 3, replaced with 70%, but set as 100% in the software). Concentrations were checked on site and were in normal ranges. Customer stated that they had fixed the reagent problem back in may." The issue was resolved after the third party investigator changed the reagent concentration for bottle 3 from 99.7% to 76.0% in the instrument software. The fss documented that the patient tissue samples involved in this event were derived from the "factory 2hr xylene" protocol comprising 25 cassettes, which started in retort a at 05:34:44am on (B)(6) 2021 and completed at 07:47:11am on (B)(6) 2021 and the "factory 2hr xylene" protocol comprising 53 cassettes, which started in retort b at 08:03:41am on (B)(6) 2021 and completed at 10:15:50am on (B)(6) 2021. The tissue types and sizes of the affected patient samples were detailed as: "various" and "reported as small to medium" respectively.